Manufacturer narrative:
The last calibration performed on 20-aug-2021 had an error. The field service engineer adjusted the gear pump pressure to specifications. Sample probe adjustments, vacuum diaphragms, rinse tubing, and rinse levels were checked. A sample probe was replaced. Calibration and controls were run and all values were within the customer's specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. The sample initially resulted in a calcium value of 6.5 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 9.5 mg/dl. The repeat value was believed to be correct. The calcium reagent lot number was 51911501, with an expiration date of 28-feb-2022.